Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. A device history review was performed for the reported lot 2004103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot are evaluated, finding no defect in the tip. Throughout manufacturing, various inspections and tests are performed to avoid defective parts. During the molding process, the operator performs visual inspections of the connector and membrane. Quality-critical dimensions are measured for all connector housings. It is a manual assembly process, 100% of the parts are visually inspected. The correct welding and location of the membrane, parts without dirt and tip without damage is verified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that after attaching bd phaseal¿ l connector c90 to saline bag fluid leakage occurred. This occurred on 6 occasions. There was no report of patient impact. The following information was provided by the initial reporter: we find that these l-connectors will not attach tightly to bags of 0.9% saline (vetivex) whereas they previously attached very well. When pushed into the saline bag fluid will leak around the edges, causing potential escape of cytotoxic agents (if the bag were to contain any). This has happened with all the c-90s we have used in this batch (at least 6). We have had to discard all c-90s used (and a number of fluid bags since.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after attaching bd phaseal¿ l connector c90 to saline bag fluid leakage occurred. This occurred on 6 occasions. There was no report of patient impact. The following information was provided by the initial reporter:we find that these l-connectors will not attach tightly to bags of 0.9% saline (vetivex) whereas they previously attached very well. When pushed into the saline bag fluid will leak around the edges, causing potential escape of cytotoxic agents (if the bag were to contain any). This has happened with all the c-90s we have used in this batch (at least 6). We have had to discard all c-90s used (and a number of fluid bags since.

Event description:
It was reported that after attaching bd phaseal¿ l connector c90 to saline bag fluid leakage occurred. This occurred on 6 occasions. There was no report of patient impact.the following information was provided by the initial reporter:we find that these l-connectors will not attach tightly to bags of 0.9% saline (vetivex) whereas they previously attached very well. When pushed into the saline bag fluid will leak around the edges, causing potential escape of cytotoxic agents (if the bag were to contain any). This has happened with all the c-90s we have used in this batch (at least 6). We have had to discard all c-90s used (and a number of fluid bags since.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.